Event description:
A healthcare facility in (B)(6) reported via a fisher & paykel healthcare representative that the input port on an rd900 neopuff infant resuscitator is broken. No patient consequence was reported.

Manufacturer narrative:
(B)(4). The complaint device has not yet been returned to fisher & paykel healthcare for investigation. We will provide a follow-up report upon receipt of the device and completion of our investigation.